Event description:
It was reported that before an unk procedure, the stapler became stuck on the lung and was unable to be removed even after pulling the manual release lever. Another stapler was opened to cut it off. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.